Manufacturer narrative:
The reliability analysis evaluated 1 opened and or used reservoir. The reservoir, snap-cap, and septum were inspected for anomalies. None were found. An occlusion test was run. The reservoir filled with diluent, and connected to a new infusion set. Reservoir and connector were installed into pump. Pump manual prime was performed. Fluid flow was seen through infusion set and out catheter tip. The reservoir was found to not be occluded. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with high blood glucose levels and defective connection between reservoir and infusion set. The customer states their levels were in the 400mg/dl to 500mg/dl range. The customer states their levels rose to 560mg/dl. The customer states they changed reservoir, bloused and treated with manual injection. The customer states that insulin has squirted out the side where the reservoir connects to tubing. The customer was advised to return reservoir and set for analysis, and replacements would be sent.